Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0293-64 lead, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting fluctuating thresholds and high impedance, was delivering inappropriate shocks, and had a suspected fracture. The rv lead detections were turned off and subsequently the rv lead was explanted and replaced. During the lead replacement, a cardiac resynchronization therapy defibrillator (crt-d) was attempted but not used because the physician felt that the lead pin did not fit well into the right ventricular (rv) lead port. A different crt-d was then implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.